Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Per the distributor, it was reported that the pt has to press the audio bolus button several times to get it to work.